Event description:
Health professional reported an alleged "leak" in a lap-band device. During a fill appointment it was noted that the pt "should have had 8.2 [mls of} fluid in [the] band... [But] only 4.5 [mls of fluid was] found in band signifying leak in sys." The port was explanted and replaced. F/u findings: health professional reported that the leak is at the seal of the port. The reporter of the event had no further info regarding the device serial number.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event had not further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."